Event description:
It was reported the previous right ventricular (rv) lead exhibited high impedance and a possible fracture. The rv lead was capped and replaced. It also also reported the current rv exhibited a confirmed fracture, high impedance, non-sustained ventricular tachycardia (nvst) episodes and elevated short interval counts (sic). The lead integrity alert (lia) was also triggered. The current rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).